Event description:
During laser turp with greenlight laser fiber, the tip broke off in the patient. The tip was retrieved by the surgeon. No patient impact; the patient was discharged in stable condition.